Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Based on the new information that the customer provided. The ventilator alarmed and displayed codes that indicated a spi bus failure.